Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced facial nerve stimulation (fns) and hi channels. Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages are attributable to the removal surgery. Reportedly the recipient suffers from unilateral labyrinthitis ossificans (lo) caused by meningitis. Ossification represents a well-known predisposing factor for fns and most likely caused lack of lymphatic fluid in the cochlea. This is a final report.

Event description:
The hearing performance with the device was affected. The user was explanted.

Event description:
The hearing performance with the device was affected. The user was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.